Manufacturer narrative:
An attempt to reproduce the reported event using 3.3.0[9092] prod build installed on samsung galaxy s23[v.14.0.0] was conducted and the issue was not reproduced. The software meet the specified requirements and performance expectations, (srs doc: 3205046): 3388280, 3453958 and 3388274 agile doc: 10948256doc(version ID: q) after a thorough review of the dashboard logs, we discovered the pnpderegistrationevent, which indicates that push notifications were not enabled, occurred on (B)(6) 2024, at 8:24 pm. In contrast, the user submitted the ticket earlier that same day at 11:04 am. This indicates that the user was not registered for push notifications at the time the ticket was created, which is why they did not receive any notifications. The user began receiving notifications later on (B)(6) 2024, at 11:17 pm. Additionally, I checked the dashboard logs for the past 15 days, and the logs for the pnreceivedevent are available for the user, indicating that the user is now successfully receiving notifications. The issue should therefore be resolved. Issue was not confirmed. We have informed the helpline team that please confirm the issue with the customer and if the issue still persists, kindly create a new svn this will allow us to address the matter very efficiently and effectively. To assist with resolving the issue, we provided the helpline team to follow the below steps within the app : 1. The user must be logged in, and the push token status should be active. 2. Notifications for the cp app must be enabled in the mobile device's settings. 3. Notifications for the patient group must be enabled. 4. An active internet connection must be available on the user's mobile device. We have informed the helpline team that please confirm the issue with the customer and if the issue still persists, kindly create a new svn this will allow us to address the matter very efficiently and effectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to software. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-6111.